Event description:
Defibrillator pad was noted to have a rectangular mark directly beneath it. Model #ref 2001m. Grounding pad used during ppm implant was the 3m pad rated for the bovie that we use in ep. Supervising rn and md were promptly notified.